Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer failed to remove any residual air from the cartridge and used insulin that was not at room temperature. Customer continued to use the same cartridge. Customer¿s blood glucose level was 373-399 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.